Event description:
The customer tested her blood glucose using her 2 contour meters. She received readings of 222 and 107 mg/dl. The difference the readings falls in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer returned the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.